Manufacturer narrative:
Product analysis : it was determined on analysis that the programmer analyzer tested electrically out of specification and exhibited multiple failures during incoming tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer analyzer which was returned as an associate device subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.